Event description:
The patient had full system replacement due to low battery and high impedance seen on system diagnostics. The explanted suspect product has not been received to date. No further relevant information has been received to date.